Event description:
Customer reports of receiving a button error alarm, but was able to clear. Customer also reports to have experienced keypad anomaly. Customer reports that keypad buttons were sticking. Customer's blood glucose was 130 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.